Manufacturer narrative:
The pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a long crack beginning from the top of the insulin pump, all along the length of battery tube. The device will not be returned for analysis.